Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not working properly. At a later date, surgical intervention was performed and the physician identified a hole in the left cylinder. The left cylinder and pump were explanted and replaced with new components. There were no patient complications reported.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not working properly. At a later date, surgical intervention was performed and the physician identified a hole in the left cylinder. The left cylinder and pump were explanted and replaced with new components. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the cylinder identified a cut found closest to proximal end of the body consistent with sharp instrument damage. The leak testing confirmed a leak was present at the cut of the cylinder. Based on the information available and analysis results, the product analysis could not confirm a product malfunction; therefore, the conclusion code of cause not established was chosen.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not working properly. At a later date, surgical intervention was performed and the physician identified a hole in the left cylinder. The left cylinder and pump were explanted and replaced with new components. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the cylinder identified a cut found closest to proximal end of the body consistent with sharp instrument damage. The leak testing confirmed a leak was present at the cut of the cylinder. The pump was inspected under microscope and found that the deflation ball was misaligned. Functional testing was performed on the pump and it did not pass the activation tests. Based on the information available and analysis results, the product analysis confirmed a product malfunction; therefore, the conclusion code of cause traced to component failure was chosen.